Manufacturer narrative:
This reportable event was identified during a review of complaint files between (B)(6) 2017 through (B)(6) 2019.

Event description:
The disposable clip applier a li-gator jammed and the doctor could not continue to use the clip applier. The event was a colelap for a male patient. In that procedure there was no injury to the patient and there was a delay in procedure but that not impact patient safety.